Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2017-00865. It was reported the patient's scs system's stimulation therapy was ineffective. A company representative met with the patient and attempted reprogramming of the patient's system but could not recapture coverage of the patient's original pain pattern. Results from an x-ray showed the patient's lead migrated.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2017-00865. Follow up identified surgical intervention was taken on (B)(6) 2017. Reportedly, the patient's scs lead was repositioned and therapy was restored.